Event description:
In 05, the lay reporter, the lay patient's family member contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the patient, as the patient could not be reached via phone. The family member said the patient obtained a result of 349 on the reported meter while feeling weak and having slurry speech on 10/12/2005. The family member called the ambulance. Amubulance attendants obtained a result of "under 50" the time interval between the reported meter result and the ambulance result was not provided. The patient was treated with glucose and orange juice and transported to the hospital. The patient was admitted to the hospital for 3 days and treated with IV's fluids, and juice. No information regarding the patient's diabetes treatment regimen was provided. This case is reported, since if the meter was giving inaccurately high readings in the past days, the consequence could be that the patient experiences hypoglycemia. The customer care agent (cca) noted that the reported meter had been previously reported to lifescan last month with a sticking memory button; a replacement meter has been sent to the patient. The family member said the patient might have thrown away the replacement meter. A control solution test was not performed, as the control solution was expired. The meter, test strips, and control solution were replaced.